Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: implant date; unknown/not provided. Section d6b: if explanted; give date: unknown/not provided. Section h3:the device was not returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4619: temporary impairment -halo vision and glare. Attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of the preloaded multifocal intraocular lens (iol), model: dxw150, the patient experienced severe halos and glare. The lens was subsequently explanted during a secondary surgical procedure. No additional information was provided.